Event description:
On (B)(6) 2012, a procedure to repair an abdominal aortic aneurysm began. Gore dryseal sheaths ((B)(4)) were advanced into the right and left iliac arteries, although it was noted that the sheath on the left had difficulty advancing due to calcification. After advancing the sheaths, it was noted that both the right and left iliac arteries were dissected. Endovascular methods were used to repair the iliac arteries. On the evening of (B)(6) 2012, the pt underwent surgical repair of the dissected left and right iliac arteries.